Event description:
The hcp indicated that the patient has had two episodes where the catheter has migrated out of the intrathecal space. In both instances, the patient experienced a lack of effect. The catheter migrations were diagnosed via x-ray observation. The first episode occurred in 2007. The catheter was repositioned and the hcp lowered the drug dose and performed dose titrations to find the optimal drug level. The second episode happened in 2007. The catheter was explanted and replaced. The hcp lowered the drug dose and performed dose titrations to find the optimal drug level. The hcp considers this patient stable as he has not seen her in two weeks. The drug contained in the patient's pump is dilaudid, clonidine, and marcaine. The hcp stated that the patient is an end-stage cancer patient, whose condition is worsening due to the cancer metastasizing to her brain.